Manufacturer narrative:
(B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 (alp) results for 3 patient samples on two cobas c 503 analytical units. Sample 1 had an initial alp result of 147 u/l from analyzer b. The sample was repeated on analyzer a and the result was 272 u/l. The sample was repeated again on analyzer b and the result was 103 u/l. Sample 2 was tested twice on analyzer a and the results were 123 u/l and 529 u/l. Clarification on which result was the initial and which was the repeat was not provided. Sample 3 was tested twice on analyzer b and the results were 105 u/l and 159 u/l. Clarification on which result was the initial and which was the repeat was not provided. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The qc recovery data provided was within specification. Based on the available data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with sample contamination with cell debris that were not sufficiently removed prior to testing. The investigation did not identify a product problem.